Event description:
The customer initially reported that the bottom portion of the kerrison, which is not the hinged part, broke off in the patient during surgical procedure. Radiology films ordered, and the 1/2" metal jaw kerrison tip was found. On (B)(6) 2012, customer reports via phone that the doctor was performing a (r) l5-s1 microdiscectomy and foraminotomy. During removal of the disc tissue, the kerrison broke as described. No harmful effect on the patient, no difficulty removing the piece of the device, no significant delay.

Manufacturer narrative:
To date,the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.